Manufacturer narrative:
(B)(4). Corrections: the device was not returned for analysis. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional device will be filed under a separate medwatch report. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy tortuosity and heavy calcification. The lesion was predilated with a 3x15mm non-abbott balloon catheter. A 4x15mm xience prox rx stent delivery system (sds) was advanced to the target lesion, resistance was noted due to the anatomy and the stent struts were noted to be flared. The device was withdrawn and resistance was noted due to the anatomy. Another same size xience prox sds was advanced toward the target lesion and resistance was noted due to the anatomy. The device was withdrawn with resistance and the stent dislodged from the balloon. An unspecified 1x10mm balloon catheter was advanced and the balloon was inserted through the dislodged stent. The balloon was slightly inflated and the balloon with the stent on it was withdrawn up to the radialis. The surgeon removed the stent from the patient anatomy via a cut down procedure. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.